Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. The physician performed a final check for an effusion and noted that there was a pericardial effusion present. The patient was monitored for fifteen (15) minutes with no increase in the effusion noted. The patient remained stable, but the physician made the decision to perform a pericardiocentesis. The patient made a full recovery from this event and has been discharged from the hospital.